Event description:
It was reported via merlin.net transmission that the device went into backup reset mode and patient then came into the clinic a parameter error message was observed and prompted to program nominal values. The device was programmed back to nominal values.